Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The patient had open heart surgery and resuscitation from coding the patient which led to atrial dislodgement. The ra lead remains in use. No patient complications have been reported as a result of this event.